Event description:
During setup of the operating room, with no pt in the table, as the or technician was rotating the ceiling mounted equipment support unit and adjusting it vertically, the support head of the unit suddenly dropped. None of the equipment fell or was damaged. One piece of equipment hit the technician, but he was not hurt, nor did he require any medical treatment.